Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted and replaced with a new one due to high dissatisfaction with the postoperative refractive outcome. One day post-operation, the patient's distant vision without correction was 0.4 with +0.50 diopters. The account also indicated that another appointment was scheduled to examine the patient four days after the procedure, and the patient was still the same or slightly worse without correction, and the refraction was +0.75. The patient complained of insufficient vision and dizziness. The account performed a logmar contrast (lc) test to assess potential effectiveness for a possible touch-up lasik, and the vision improved to 0.75, but with a sensation of not seeing clearly. At two and three months, this vision continued to persist, leading to replacing the lens. There has been a clear improvement in distant vision without correction, which has increased from 0.4 to 0.8 with correction; the distant vision with the multifocal lens was 0.65 and is currently 0.8. Since the patient was only operated on 10 days ago, the account expects further improvement. The patient presents a visual acuity of 0.8 without correction. Through follow-up, we learned that the patient was examined on (B)(6) and is happy with the visual results. No further information was provided.